Manufacturer narrative:
A review of printed ECG strips and systems logs was performed. Based on the data provided the system functioned as designed. The beat classification met the criteria for a ventricular rhythm alarm, however, the arrhythmia settings were turned off. As a result, no audible or visual alarm was enunciated.

Event description:
It was reported that a patient was being monitored on the panorama central station with telemetry. The patient experienced an asystole event, and there was a delay in the audible and visual alarm. The patient expired, however the customer does not attribute the event to the patient expiration.

Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that a patient was being monitored on the panorama central station with telemetry. The patient experienced an asystole event, and there was a delay in the audible and visual alarm. The patient expired, however the customer does not attribute the event to the patient expiration.